Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issues first occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained blood glucose readings of "380 and 155mg/dl" with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and stated that they increased their dosage of levemir to "43 units" and novalog to "8 or 10 units" close to midnight on (B)(6) 2016. It is not known what the patient's regular dosage is. The patient stated that 4 hours later they developed symptoms of "cpld sweat, blurred vision, shakes, lethargy and restlessness." In response to these symptoms the patient self-treated by consuming additional food and/or drink at 5am on (B)(6) 2016. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.